Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including shock testing, energy testing, resistance testing, off current testing, and impedance testing without duplicating the report. An internal inspection found foreign substance on the main board and battery harness. The main board and battery harness were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed the watchdog timer self test. Complainant indicated that there was no patient involvement in the reported malfunction.